Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle and the plastic distal end cover, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle and the plastic distal end cover were not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, during reprocessing cycle 4 which took place 72 hours after use, their disinfected evis exera ii colonovideoscope delivered an alarm 101. Inspection of the flush valve by the customer showed problems with water and air channel insufflation. Upon inspection and testing of the returned unit, it was discovered that the device had foreign objects lodged in the nozzle as well as in the plastic distal end cover. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle and in the plastic distal end cover. The customer's originally reported issue was not confirmed. The following additional findings were also noted: assorted scratches and cracks, dirty, corroded, deformed, and discolored components, coating of the universal cord peeling, identification data on the radio frequency identification chip unreadable, wear of the angle wire resulting in bending angle in the up direction not meeting the standard value, and expected insulation capacity not obtained due to a cut on the heat shrinking tube of the lock lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.